Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 4.2 inr. The reported lab result was 3.17 inr. The device was replaced and requested to be returned for evaluation.